Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. No unexpected battery alarms, pump error 43 or pump error 25 noted during testing. Pump error 43 was recorded on 09/18/2025 10:27:47.000 found in the history files. Pump trace download analysis confirmed the pump alarmed normal low battery alerts on 09/13/2025 05:48:00, 08/31/2025 13:56:00 and 07/24/2025 11:59:00. Battery cycle 63.0 received the lowbatteryalert (104) on 09/13/2025 05:48:00 after more than 7 days at 12.24 days. Battery cycle 59.0 received the lowbatteryalert (104) on 08/31/2025 13:56:00 after more than 7 days at 37.65 days. Battery cycle 58.0 received the lowbatteryalert (104) on 07/24/2025 11:59:00 after more than 7 days at 10.83 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails, cracked case-corner of belt clip rails, cracked case and cracked keypad overlay. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Charge/battery lasts less than expected and pump error 25 were not confirmed. Pump error 43 not confirmed during testing, however, noted in the history files. Cosmetic damage confirmed at the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the belt clip rail and a low battery alarm or short battery life. Also, the customer reported this alarm is generated when a power system error (back up battery fails) is detected, and this error does not prevent the pump from running (pump error 25 alarm), and an error in the motor was detected by reading unexpected value from hall sensor (pump error 43) alarm.the customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for cosmetic damamge, and the crack was not impacted the pump's functionality. Troubleshooting was performed for pump error 25, and the customer was able to clear the alarm and complete the rewind, but troubleshooting did not resolve the issue. Troubleshooting was partially performed for pump error 43, and the customer was able to clear the error and complete rewind process, but it was unknown whether the pump passed the self-test or not. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.